Event description:
It was reported, the patient was no longer receiving stimulation due to the scs lead migrating. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which three swift locks were added. The issue resolved with the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.